Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes the device would not pace at the programmed av delay. Attempts to return to standard, download, and restart the micro- processor were unsuccssful.